Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tonsillectomy and adenoidectomy surgery, internal to the patient, the metal wire of the procise xp wand was anomalously fused. No fragmentation of the device occurred. The procedure was completed with a non-significant delay using a back-up device. No further complications were reported. As per investigation results, two wire electrodes were broken.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The wand has two wires detached from electrode. Product was out of the original packaging. No packaging returned. The device was plugged into the controller with no resistance and registered settings (7,3). The wand was able to generate plasma and coagulation with the remaining electrode. Saline and suction both performed as intended. A review of the customer provided images show a used wand with two wires detached from electrode. The packaging confirming part number eic8872-01 and lot number 2075365. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Based on the information provided, the clinical root cause of the reported events can not be determined. It was reported that the patient was not injured as a result of the event. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.